Event description:
This complaint was rec'd by first quality hygenic, inc. (Fqh) from playtex on 2001 after it was determined by playtex that the MFR of the product was fqh. The following info was taken from the complaint file initiated by playtex and forwarded to fqh. "Consumer had not used tampons in several years, but purchased these because consumer was going on a long car trip. Consumer used from weds through sun, started to experience cramps, the next day. At first consumer thought it was gas or normal cramps until comsumer had a fever, consumer went to emergency room and fever was 103. They gave consumer IV to brake fever. Dr did a pap smear and detected that there was an infection, and admitted consumer to a hospital, where consumer stayed for 4 days. Consumer is feeling a little better now, the recuperation period has consumer in limited activities. They ruled out other possibilities and are certain it is from the tampon."